Event description:
Plaintiff alleges the development of latex allergy from the exposure to latex gloves. Alleges that as a result of allergy, she has developed injuries including the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diahrrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression, and emotional distress. Plaintiff's husband alleges loss of consortium of his wife.